Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. The customer did provide a video of the issue which verified that the device was unable to complete a boot cycle. Physio replaced the power pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.